Event description:
The customer reported the system displayed a defective camera/ ii supply board. There was no image on the monitor. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep ordered the camera and repaired the system. The system operates as intended.